Manufacturer narrative:
The device is not available for evaluation. A supplemental report will be sent if additional information becomes available.

Event description:
It was reported that during therapy, a massive amount of air bubbles were detected in the device outlet via arterial line. The bubbles were benign and being produced constantly. The device was replaced with no reported patient effect. (B)(4).